Manufacturer narrative:
One tapered screw-vent implant (tsvtb11) was returned for investigation. Visual evaluation of the as returned product identified fracture around the collar and bone residue around the external threads due to usage. Functional testing to recreate the reported event could not be performed since the product was fractured. No pre-existing conditions were noted. The reported device had been placed on tooth # 20 (universal) for approximately 2 years. X-ray/picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (64050970) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (64050970) and no similar event or complaint was found. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided,

Event description:
It was reported that the implant at tooth site # 20 fractured and was removed. The implant was removed. Per indicated: surgical/medical intervention required for permanent damage: none reported. Additional appointment required: replace symptoms as a result of the event: none reported.